Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegation. Perforation of the working channel was detected, which had caused the massive entry of liquids. Additional findings were as follows: leak at the distal end of the biopsy channel; distal end cover was damaged; bending section cover adhesive had dust on it; insertion tube and protector had chemical damage, delamination, surface damage and staining; control unit was damaged; universal cord was damaged and stained; scope connector had chemical damage, the angle inspection failed, and the suction test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing, the bronchovideoscope had blood that continued to come out of the tip even after rinsing. The event occurred before any procedure, therefore there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained in the device and could not be removed because reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause could not be determined. In addition, all parts inside the scope got oxidized and a large amount of liquid entered inside the scope due to the perforation of the biopsy channel. As a result, blood continued to come out of the distal end after rinsing. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.